Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak in left cylinder. During the procedure it was noticed that the outer layer of silicone of the left cylinder was ruptured. No patient complications were reported.

Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.